Event description:
Information was received from a healthcare professional, via a manufacturer representative, regarding a patient with an implantable neurostimulator (ins). The patient experienced an increase in tics and mood/anxiety disorder on (B)(6) 2013. The adverse event was a moderate intensity and occurred 7 months after the device was implanted. The causality between the device and the adverse event was "possible". The adverse advent seemed mainly related to the device or to the progression of the disease. It was reported that there was a "necessitate or increase hospitalization period because of mood disorder/anxiety". No additional examinations were performed. The event occurred on (B)(6) 2013, and the patient got better on (B)(6) 2013 and left the hospital. The adverse event was cured in 2013, though, the exact date was unclear.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.